Event description:
A patient underwent breast augmentation in (B)(6) 1998. In 2009, the patient experienced a deflation of the left implant. The device was removed in (B)(6) 2009. The device was not returned to mentor for evaluation. In (B)(6) 2009, the patient developed an infection. No other information is available at this time.